Manufacturer narrative:
Updated complaint conclusion: the deltaplush coil (cpl10015330/ c19105) "broke" in the microcatheter. There were no potential adverse events associated with the event. Multiple attempts to obtain additional information and product return for analysis were unsuccessful. The deltaplush coil was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. Located 3.5 and 11.0 centimeters off the distal tip are two kinks to the core wire. The core wire and coil were retracted through the skive causing them to be completely unsheathed. The stretch resistant cerecyte suture was severed and not returned. The proximal section of the coil has been stretched. The remainder of the coil has intermittent damage along the entire length. A portion of the coil damage appears post-procedural in nature due to the coil being returned knotted which cannot occur inside the introducer sheath or microcatheter as both inner lumens do not have sufficient space for this to occur and being returned unprotected inside the returned packaging can cause further damage. The ball tip has been distorted; however, the exposure to the atmosphere and pressure against the return packaging can produce damage to the cerecyte material. No manufacturing defects were found. No manufacturing defects were found. A good portion of the above sheath damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire and coil to protrude outside the sheath, bent the core wire in multiple sections, severed the stretch resistant suture, and produced a portion of the coil damage found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed stretch resistant suture, the unidentified microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Damage to the deltaplush was confirmed based on the condition of the returned device; however, based on the limited information provided, it is not possible to determine what damage occurred during the procedure and what occurred during post-procedure handling/shipping. Device handling factors that are addressed in the IFU may have also contributed to the damage. It is not possible to determine the nature of the ¿broken¿ deltaplush based on the minimal information available. Based on the analysis and the DHR, there was no evidence of a manufacturing issue related to the event; therefore, no corrective action will be taken at this time. It was reported in the initial MDR that the device would not be returned for analysis; however, the device was returned on august 19, 2015.

Manufacturer narrative:
Multiple attempts to obtain additional information and product returned for analysis were unsuccessful. Complaint conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without product return of the device for analysis or additional information from the reporter, the complaint could not be confirmed. It is not possible to determine the nature of the ¿broken¿ microcatheter based on the minimal information available. There is no evidence of a manufacturing issue related to the event; therefore, no corrective action will be taken at this time. This is an initial/final MDR. If additional information is received at a later date, a supplemental MDR will be submitted within 30 days of information receipt.

Event description:
The deltaplush coil (cpl10015330/ c19105) "broke" in the unspecified microcatheter. There were no potential adverse events associated with the event.